Manufacturer narrative:
On 2/23/2018: it was reported that the customer resolved the occlusion alarm issue with the help of the customer's diabetes education. No additional occlusion alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the occlusions or the occlusions were resolved by resuming insulin deliveries without performing supply changes. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. Blood glucose levels ranged between 300-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.